Event description:
On (B)(4) 2013, it was reported that this vns patient began experiencing pain on her left neck, left arm, and left chest on (B)(6) 2013. The pain was worse with magnet activation. The patient's physician believed the lead was broken and the patient was referred to get device checked. The pain began after the patient had a massage. Pain medication was prescribed by the patient's primary care physician. Follow-up showed that the patient reported constant pain in the left neck and left chest and discomfort in these areas with magnet mode stimulation (but not normal mode stimulation). No interventions were taken or planned. No diagnostics were run at this time, but the device was programmed off. The physician indicated that the patient was not having seizures with no anti-epileptic drugs and very low vns settings, so he suspected the seizures were due to the placebo effect.

Manufacturer narrative:
Review of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Event description:
Additional information was received on 07/18/2016 that stated the patient had their device re-enabled at some point between (B)(6) 2013 and (B)(6) 2016 and was seeking a replacement, which had not occurred to date. No additional relevant information has been received to date.